Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer's blood glucose was 20 mg/dl at the time of the incident. The customer's blood glucose was 163 mg/dl at the time of call. The customer stated that they treated her high blood glucose with insulin shot and went up to 130 mg/dl. The customer stated that he called the paramedics when his blood glucose was 56 mg/dl and 27 mg/dl when the paramedics arrived and he collapsed. The date of the hospitalization was (B)(6) 2015. The customer also reported that he was having trouble with the insulin pump. Troubleshooting found that the time and date programming was incorrect. The customer was assisted in changing the time and date. The customer stated that he does not know the correct basal rates. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be needed to be replaced and will be returned for analysis.